Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in hong kong. H6: the system was serviced in the field by a medtronic representative. Voltage calibration was performed in the power supply board. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the generator was disabled. No patient present. Additional information was received, it was reported that there was a generator disable error when the system was powered on. Additional information received reported that the system checkout was completed. It was stated that the power supply 1's (ps1) voltage was too low. The ps1 voltage was adjusted. It was also suggested to replace the whole battery pact of the imaging acquisition system.